Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Therefore, the most probable root cause could not be determined. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure on (B)(6) 2013. According to the complainant, during the procedure, the basket failed to crush the stone and the tip failed to detach. The handle was cut and the basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure on (B)(6) 2013. According to the complainant, during the procedure, the basket failed to crush the stone and the tip failed to detach. The handle was cut and the basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2013. According to the complainant, during the procedure, the basket failed to crush the stone and the tip failed to detach. The handle was cut and the basket, with the stone inside it, was left inside the patient. Three days after the procedure when the edema was reduced, the basket with the stone inside was removed from the patients' mouth. The patients' condition at the conclusion of the procedure was reported to be stable.